Manufacturer narrative:
Device eval: the eval/investigation has not been completed. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the eval is completed. Eval, method: the device history record was reviewed. Conclusions: a follow-up report will be submitted when the eval is completed.

Event description:
The gauge did not respond to applied pressure and the physician continued to use the device. No harm or injury was reported.